Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing leaked while priming with normal saline in the cath lab. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing leaked was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. There were two tears along the tubing directly above the check valve component. The tears were visually inspected under magnification. The tubing area both around and opposite the tears was inspected. No other damage or issue was observed. Although damage was observed, the set was re-primed. Fluid leaked from the tears. No other leak was observed from anywhere else. The cause of the leak was due to the observed tears along the tubing. The root cause of the damage was unable to be identified.

Event description:
It was reported that the tubing leaked while priming with normal saline (ns) in the cath., lab. It was confirmed during follow up, that there was no patient involvement, and therefore; there was no patient harm or impact as a result of this event.